Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the lap colon procedure, the device was not able to fire because the plastic post that connects to the stapler was too big and would not seat properly when closing the power shell. To complete the procedure, they used manual stapler handle instead. No patient injury has been noted. The device is expected to be returned for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the device was returned in good condition. Visual inspection indicates a deformation of the toggle post. The returned power shell was placed on a powered handle and the toggle post did not engage properly into powered handle which did not allow the manipulation of the toggle functions, firing and articulation, on the powered handle. The root cause of the deformed toggle posts has been determined to be excess temperature and force applied to the toggle from injection pressure during the second shot molding process. If information is provided in the future, a supplemental report will be issued.